Event description:
Pt rang out to nursing station stating that his IV tubing came apart. Rn went into room and found that the tubing was apart from beneath the flow regulator -blue part- site. There was no blood back up noted in the tubing. No pt harm was noted. (B) (4). Dates of use: (B) (6) 2010--(B) (6) 2010. Diagnosis or reason for use: superimposed cellulitis. Event abated after use: yes. Event reappeared after reintroduction: no.